Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h10: the returned jagtome rx 44 was analyzed, and a visual and microscopic evaluation noted that the cutting wire was blackened, kinked, and broken from the proximal pierce hole. The returned guidewire was in good condition. Media analysis of the provided photo showed the cutting wire was broken and kinked. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was blackened, kinked, and broken from the proximal pierce hole. Also, according to the information provided by the costumer the exposed cutting wire had not fully exited the endoscope when the device was energized. Based on the condition of the device, the cutting wire break could have been generated because the exposed cutting wire had not fully exited the endoscope when the device was energized. Failure to do so may result in contact between the cutting wire and the endoscope while electrical current is applied and this may cause grounding, which can result in patient injury, operator injury, a broken cutting wire, and/or damage to the endoscope. Additionally, the cutting wire kink likely happened when trying to remove the device from the scope. Based on all gathered information, the most probable root cause of this complaint is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the ampulla bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the cutting wire of the jagtome rx 44 broke while performing papillotomy. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: photo of the complaint device outside the patient were provided by the customer and showed the cutting wire was broken and kinked. It was reported that the exposed cutting wire was not fully exited the endoscope when the device was energized; however, according to the instructions for use (IFU), verify that the cutting wire has exited the endoscope by visualizing it on the endoscope monitor. Failure to do so may result in contact between the cutting wire and the endoscope while electrical current is applied. This may cause grounding, which can result in patient injury, operator injury, a broken cutting wire, and/or damage to the endoscope.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the ampulla bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the cutting wire of the jagtome rx 44 broke while performing papillotomy. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: photo of the complaint device outside the patient were provided by the customer and showed the cutting wire was broken and kinked. It was reported that the exposed cutting wire was not fully exited the endoscope when the device was energized; however, according to the instructions for use (IFU), verify that the cutting wire has exited the endoscope by visualizing it on the endoscope monitor. Failure to do so may result in contact between the cutting wire and the endoscope while electrical current is applied. This may cause grounding, which can result in patient injury, operator injury, a broken cutting wire, and/or damage to the endoscope.